Manufacturer narrative:
Device display properly no missing segment/partial display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen scratched made it difficult to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they received diminished battery life alert. The insulin pump will not be returned for analysis.